Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device can not boot up. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests. The r2144 was found missing on returned processor pca. The available information is consistent with a malfunction of the processor pca. The cause of missing r2144 was unknown. No further investigation or action is warranted.